Event description:
In this event a doctor reported that an atc mini handpiece overheated; no injury resulted.

Manufacturer narrative:
There have however been previously reported events involving this or similar devices that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned handpiece was tested by mfg personnel and failed all product specification. It was also noted by manufacturing personnel that the cap is in pushed in position and it is rubbing on pusher. Quality personnel then investigated the handpiece. The handpiece exhibited maximum temperature of 57.2 degree celsius during free run testing. Microscopic evaluation revealed debris build up inside the cap and head cavities and within the bearing components. Microscopic evaluation also revealed significant wear on the rotor. Severe interaction between components of the set with one another may have caused the temperature increased reported in the complaint. The combination of debris, friction between parts, and instability of the set due to a broken cap end bearing retainer are most likely responsible for the customer complaint. In addition, all components looked dry with no sign of lubrication.